Event description:
The customer's wife called and requested assistance with programming the basal rates and bolus wizard. The wife stated that the doctor wanted her to change the blood glucose target. During the call, the caller stated that the customer had been hospitalized for more than two weeks for kidney failure as well for high blood glucose over 900mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.